Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, describing that blood glucose becomes high and then is difficult to bring back to healthy levels. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the event¿s impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.